Event description:
No additional information

Manufacturer narrative:
One 2000e china sample was returned without packaging for investigation; no connecting product was available and no residual fluid was present. The customer did not provide any lot information but reported that "during use, the connector leaked fluid". Visual inspection of the returned sample noted a crack on the smartsite's female luer adaptor (fla). The sample was subjected to pressure testing while connected to a 50ml bd plastipak syringe; no leakage was observed, however this was likely due to the male luer of the syringe holding the crack closed. It was not possible to securely connect a luer slip syringe to the sample to perform leakage testing as the fla did not provide enough friction to hold the luer slip. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. Based on the information provided, specifically that the failure was observed during use, it is unlikely that the event was caused by a manufacturing defect. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2000e china product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter, translated from chinese to english: during use, the connector leaked liquid; 80 pieces are defective. One defective product can be returned, with photos provided. Claim processing is required; no complaint response letter or complaint acceptance letter is needed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.